Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications. Based on functional testing, the adhesion/clogging of the material in the a/w channel was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The customer paperwork indicates that the reprocess of device at customer site was not completed. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). It was confirmed that the section of the device with the foreign material residue had no deformation. There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in gif-h185 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the air/water channel was clogged. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the additional findings were as follows: the bending section cover glue separated and the grip was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.